Event description:
A user facility reported to olympus that when connecting olympus, model series 180 scopes to the olympus, model cv-190, evis exera iii video system center, no image was obtained. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. In addition, a worn video connector latch was found, causing poor connection to the video cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the operational amplifier of the patient board malfunctioned. However, the definitive root cause of the reported issue could not be determined. It was identified that a design change of the dr board (patient board) was initiated on april 16, 2018. The subject device of this report was manufactured prior to that design change. Olympus will continue to monitor the field performance of this device.